Event description:
Screw polydirectional head not aligning properly. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Addiitonal part involved in event:catalog # 50645, lot #507680; mfg date 08/26/08.